Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. It could not be identified whether the device was used first or second. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The provided photo of the first device revealed the deformation of the cutting wire and indicated proper contact with the tissue. Regarding to the same model number, the complaint occurrence rate of cutting wire breakage was investigated. As a result, breakage of the cutting wire in the lot number 14k was not occurring frequently. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of "1" description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description "2", the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. As this product series undergo 100% inspection for the appearance of the cutting wire, the deformation of the cutting wire was possibly caused by load applied to the location when: the pre-curved stylet was removed; the distal end of this instrument was pre-curved; the device was inserted into the endoscope; however, the exact cause of the deformation of the tube distal end could not be determined. Based on the investigation of the complaint occurrence rate and device history record, it can be inferred that the devices with the lot number 14k has no abnormalities regarding the quality. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using three devices, the following event occurred. The knife wire of the first device was broken off during activation. When the handle of the first device was pushed and the knife deflected, the direction of the knife was incorrect. The user exchanged the first device for the second device. The knife wire of the second device was broken off at the first activation. The intended procedure was completed with the third device. There was no patient injury reported. The device was used in combination with another company's electrosurgical unit. This is the report on the second device.